Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call of a button anomaly. The customer was unable to bolus because the middle button was depressed. The insulin pump also alarmed while the customer was on the plane. The insulin pump's screen was black but there was a red light blinking. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test. Device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device was received with minor scratched display window and case.